Event description:
It was reported that during an unknown procedure no staples came out after the 1st firing. The surgeon doubted that no staples in the cartridge before firing. Changed to another one to complete the procedure. No reported patient consequences.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle, damaged spring cartridge lockout tab additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Bronchus. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No existing staple line. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? It was in original position. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? The device could not fire at all. Did the device cut at all? Yes the analysis results found that the reload was received partially fired and with damage to the spring cartridge lockout. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the returned device. The batch record was reviewed and no anomalies were noted during the manufacturing process.